Event description:
A surgeon reports that a patient is experiencing loss of vision due to iris capture identified one month following intraocular lens (iol) implant surgery. The surgeon feels the event may be related to the iol design. Vision has shown some improvement with treatment.